Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient had an asymmetric vault. Mild iritis was noted 5 weeks post op. Capsular fibrosis/striae observed temporally pushing temporal haptic forward. Treatment for the vaulting included anti-inflammatory corticosteroid. Additional information has been requested but has not been received.